Manufacturer narrative:
Technical investigation of log files from the reported surgery indicated that a udp socket timeout occurred and is the cause for the communication error.

Event description:
It was reported that during a surgery, during the verification step (after registration was successfully completed) a communication error occurred as the arm was moving from the left nose to the left temple for the manual scans. There was no apparent reason for the communication error as the arm did not hit anything, was not over straightened, and the pedal was being held down firmly. The optical distance sensor was attached to the arm, because a laser registration had been performed.